Event description:
It was reported to philips that the system was producing grainy images after three minutes of fluoroscopy. The patient was moved to another lab to complete the procedure. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the information available, the event occurred during the neurovascular procedure. Procedure was cancelled and completed by moving the patient to another room. A philips field service engineer (fse) inspected the system onsite and confirmed that the x-ray tube cooling unit was faulty. A review of the system logfiles confirmed the reported issue by customer; however, the cause cannot be determined. Fse replaced the faulty cooling unit. The cause of the cooling unit failure could not be conclusively determined by the part analysis, however the replacement of the cooling unit by the field service engineer has resolved the reported issue and restored the functionality of the system. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. The FDA establishment registration number [fei] has been updated and reported to the FDA, changing from 3003768277 to 3042175844, effective december 21, 2025. This change reflects as administrative registration update only. There have been no changes to the registered owner/operator, official correspondent, legal entity name, physical establishment address, manufacturing processes, or to the design, specifications, intended use, or manufacturing processes of any listed devices.